Event description:
It was reported that the patient presented in the emergency room experiencing muscle stimulation. The pulse generator was in backup vvi and the patient's presenting rhythm was 67.5 pulses per minute vvi paced. The hardware elective replacement indicator byte and ID byte were checked, and could not be obtained. Due to telemetry corruption, further troubleshooting could not be performed. The pulse generator was replaced due to unresolved backup vvi status.

Manufacturer narrative:
No medwatch form was received.